Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device inaccurately triggered eri prior to implant date. The battery voltage was normal. It was discussed that the diagnostic anomaly could occur if the patient had any procedures that used electrocautery. The device firmware was re-downloaded to clear the false eri alert. The patient was asymptomatic.